Manufacturer narrative:
Evaluation summary: the analysis result for the el5ml instrument found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap. Chole the device double fed, triple fed and then malformed a clip that looked like a j. And then the device made a crunch sound and jammed. The doctor used another like device to complete the case with no patient consequence.